Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that catheter shear occurred while in the patient's vein. Another device was able to be used to complete the procedure.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample photo was received for evaluation. The photo displayed an empty plastic bag. Unfortunately, the photo provided did not include views of the affected device to evaluate for potential non-conformances. No functional testing could be performed as no samples were received. The reported issue could not be verified and/or confirmed per picture provided for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.